Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) to the vascular sheath introducer, and no resistance or friction was noted during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. No red color was observed during retraction, and the device was securely locked. There were no issues or damage to the deployment lever. The deployment button was difficult to depress but was ultimately fully depressed while the indicator window was black. The plug remained within the device shaft. The device was not deployed outside the patient¿s body. The operator was trained on the device. The exoseal vcd was used in a diagnostic procedure and was stored and prepared according to the instructions for use (IFU). A retrograde approach was used. There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was verified to be =5 mm. There was no visible calcification or plaque, no stent near the puncture site, no stenosis greater than 50% at or near the site, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history record (phr) review of lot 18454462 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) to the vascular sheath introducer, and no resistance or friction was noted during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. No red color was observed during retraction, and the device was securely locked. There were no issues or damage to the deployment lever. The deployment button was difficult to depress but was ultimately fully depressed while the indicator window was black. The plug remained within the device shaft. The device was not deployed outside the patient¿s body. The operator was trained on the device. The exoseal vcd was used in a diagnostic procedure and was stored and prepared according to the instructions for use (IFU). A retrograde approach was used. There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was verified to be =5 mm. There was no visible calcification or plaque, no stent near the puncture site, no stenosis greater than 50% at or near the site, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The device was returned for evaluation.